Manufacturer narrative:
Correction: e.2;g.2. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced unresponsive keypad, cracked network panel. After replacing the keypad the device powered on and functioned as expected. Device passed all testing and visual inspection of logic board found no damage or faults, thus no fault found with the logic board. The probable root cause of the reported issue was due to electrical failure of the front case assembly with keypad 8015 ls. A review of the device history record showed the device had a manufacture date of 07aug2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. The logic board was not powering on. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device was broken or damaged. The logic board was not powering on. No additional information was provided. There was no patient involvement.